Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that immediately after the patient was implanted in post-op, he couldn¿t move his legs. The patient was taken back to surgery and had an additional laminectomy to relieve pressure in the spinal area. The lead was removed. The next day the patient was able to wiggle his toes but was having pain as well. The day after that the patient¿s pain was more controlled and he was able to lift his left leg off the bed. The healthcare provider expected the patient to make a full recovery and to get physical therapy.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the lead was not removed as previously indicated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was still in the hospital from the ins implant. The patient reported paralysis in legs. No further information was provided. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2017-11-28. It was reported that the patient was recovering and participating in rehabilitation. It was unknown if the paralysis was completely resolved. The patient was able to stand, use wheelchair and roll in bed to have the adaptive stim settings programmed. The patient was still participating in rehabilitation the last time the representative saw the patient on (B)(6) 2017. No further complications were reported/anticipated.